Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019 at about 10:00 am the patient lost consciousness. She stated that her body was rigid, she could hear what was going on, but could not speak. Her husband looked at the cgm and the reading was 50 mg/dl. He doesn¿t remember what the trend arrow was showing. No bg was taken for comparison, but she stated that the bg must have been much lower as she generally can tolerate a bg less than 50 mg/dl. Her husband called for an ambulance and they treated her with dextrose via intravenous (IV) therapy. At the same time, they were injecting it the device gave an error message saying to wait up to 3 hours and she is sure that occurred because her bg was spiking up so rapidly from the dextrose. The emergency medical technician (emt) checked her fingerstick post treatment and her bg had risen to 293 mg/dl. The paramedics instructed her to eat some protein. The error message resolved after about an hour. She did not require transfer to the hospital, and stated she was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional event or patient information is available.